Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that customer received a software error alarm. Customer's blood glucose was 173 mg/dl. During troubleshooting, alarm history could not be viewed due to display screen fading out. Customer took battery out due to a loud noise coming from insulin pump. Insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with a blank display followed by an unexpected constant audio beep alarm due to open driver at lcd board. The insulin pump was unable to verify alarms due to blank display. The insulin pump was received with cracked case on the display window corners and minor scratches on lcd window.